Manufacturer narrative:
Service record (sr) was opened to address the reported event. Per the sr, the company representative was able to resolve the reported event remotely with the customer. The system was last serviced prior to the reported event per service record (sr). The system found to meet all cosmetic and performance standards per the service test procedure (stp). A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic surgical console presented with no irrigation flow twice during surgery, after switching from irrigation aspiration handpiece to ultrasound handpiece without any system message. The procedure details and patient harm was not reported. Additional information has been requested.